Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was presumed to be old and malfunctioning. The customer's blood glucose level had been over 500mg/dl. The customer states they could not use the pump keyboard due to their arthritis. The customer states they had been on manual injections. Troubleshoot was unable to be conducted due to customer being upset and declining to provide further information.